Manufacturer narrative:
Section d10: additional information. Manufacturer's investigation conclusion: a direct correlation between the returned device and the patient¿s expiration due to neuro dysfunction (seizures) could not be conclusively determined. The evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable intact. The modular cable (refer to (B)(4) for complete modular cable investigation) was returned properly attached to the inline connector of the pump cable. The outflow graft clip was present around the hardware of the sealed outflow graft assembly. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. The evaluation of the pump¿s blood-contacting surfaces revealed the presence of loosely coagulated blood and tissue-like clotted blood within the inflow cannula, outflow graft, graft attachment, rotor well, and pump cover. The blood was unstructured, was not adhered to the blood-contacting surfaces, and showed no evidence of denaturation, suggesting that it was not likely present during support. Additionally, the depositions appeared acute and consistent with stagnant blood in the device following support that would not have contributed to a functional issue. The evaluation did not reveal any evidence of developed depositions or thrombus formations in the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists neurological dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to neuro dysfunction, seizures. No lvad malfunction was suspected. Autopsy was performed. No further or additional information was provided.